Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 9.00 mm proximal to the bumper tip. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. The hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The fibrotic target lesion was located in the left circumflex artery. A 06/3.00 flextome¿ cutting balloon¿ was selected for dilatation. During the procedure, it was noted that the balloon ruptured at 5atm.. The procedure was completed with a different size of flextome¿ cutting balloon¿. No patient complications reported and patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The fibrotic target lesion was located in the left circumflex artery. A 06/3.00 flextome¿ cutting balloon¿ was selected for dilatation. During the procedure, it was noted that the balloon ruptured at 5atm. The procedure was completed with a different size of flextome¿ cutting balloon¿. No patient complications reported and patient¿s condition was stable.